Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available at the later time it will be reported in a supplemental report upon completion of the investigation.

Event description:
It is further alleged that in (B)(6) of 2013 the patient developed an infection in his knee and contracted sirs. Patient claims he is hardly operative and is in pain.¿

Manufacturer narrative:
The following other devices were added to this report after submission of the of initial emdr report: unknown triathlon femoral component; cat# unknown; lot# unknown. Triathlon prim cem fxd bplt #5; cat# 5520-b-500; lot# zmkf. Triathlon symmetric x3 patella; cat# 5550-g-360; lot# 797t. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An event regarding instability involving an unknown triathlon insert was reported. The event was confirmed through medical review. Device evaluation and results: not performed as the device was not returned for evaluation. Medical records received and evaluation: on (B)(6) 2016 he was complaining of "feeling of instability... Looseness ... Painless clunking ... Pain is fairly minimal". Range of motion was noted to be 2° to 95° with an audible clunk with slight valgus deformity. X-ray was noted to be unchanged. The treatment plan was p.t. For hamstring strengthening and an acl brace. Device history review: not performed as no lot information was provided. Complaint history review: not performed as no lot information was provided. Conclusions: the medical review concluded that: on (B)(6) 2016 he was complaining of "feeling of instability... Looseness ... Painless clunking ... Pain is fairly minimal". Range of motion was noted to be 2° to 95° with an audible clunk with slight valgus deformity. X-ray was noted to be unchanged. The treatment plan was p.t. For hamstring strengthening and an acl brace. The exact cause of the event could not be determined because insufficient information was provided. Further information such as product details, product return, as well as follow up notes are needed to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It is further alleged that in (B)(6) 2013 the patient developed an infection in his knee and contracted sirs. Patient claims he is hardly operative and is in pain.¿